Event description:
Customer's mother stated that the customer had been receiving low blood glucose readings from the insulin pump. Customer's mother reported that the customer jumped into a swimming pool while wearing the insulin pump. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The information provided for date of event in the initial report was incorrect. The correct information has been updated with this report.